Event description:
Woke up with severe pain in my right eye. Went to an optometrist and was asked to go to a bigger eye center where they treated me for a couple weeks and from there was sent to another eye center and was treated by dr. As soon as I arrived they immediately did scrapings for cultures and was then treated for a fungus infection -fusarium keratitis-. Last thursday I was told that I needed a corneal transplant and am now waiting to schedule this surgery. I have worn contacts for approx. 25 years -ciba focus monthly- which I have never slept in and have never had any problem. For many years I used the product bausch and lomb renu all purpose until approx. 4 to 6 months prior to getting this fungus disease and I had switched to renu moistureloc.